Event description:
Initial information regarding this serious unsolicited device case from united states was received from a nurse (who was the patient) on (B)(6) 2015. This case involves a female patient of unknown age who had permanent scar on the lower back, redness and scab an unspecified time frame after using smart relief tens therapy (icy hot smart relief tens therapy). No relevant past medications, medical history, concurrent conditions or concomitant medications were reported. On an unspecified date the patient started using smart relief tens therapy for an unreported indication (lot/batch number and expiration date: not provided). Control unit serial number was (B)(4), electrode pad lot number was 14071601 with expiration date: jan-2017. The patient reported that on an unspecified date (latency: unknown) she suffered a permanent scar on her lower back from the product. According to the patient, she would have this scar permanently. The product created severe redness, then a scab (onset date and latency: unknown) and which resulted in a scar. Her family physician gave an unspecified cream however it did not help her. According to the patient this product was not safe and she did not have sensitive skin. The patient had rotated the smart relief tens therapy and only allotted the time permitted. She complained that she had never had a machine smear her body. Action taken: in response to the event action taken was unknown however the patient had stopped using smart relief tens therapy at the time of the report. Outcome: unknown for all the events. This case was assessed as serious due to medically significant event of scar. Pharmacovigilance comment: sanofi company comment dated 04-06-2015: this case concerns a female patient who experienced scars after using smart relief tens therapy. The casual role of suspect device cannot be formally excluded, however lack of information regarding indication for the device to use, condition of skin at the contact area prior to applying device and the duration of the area being exposed to the device will further aid in comprehensive assessment of the case.